Event description:
High lv thresholds, lv didn't pace when mdt rv lead lost capture. Was reprogrammed, and later turned off and replaced with a micra. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).